Event description:
It was reported that during pre-implant preparation, attempts were made to interrogate this boxed pacemaker with more than one programmer, however, the device was unable to be interrogated with radio frequency (rf) or wanded telemetry. Another device was able to be successfully interrogated with the same programmers, so the new device was instead chosen to be used for the procedure. This device was never used and there was no patient involvement. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device was returned with no telemetry function. The device case was removed to facilitate further analysis, which, identified a higher than normal current drain condition. Laboratory analysis isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly resulted in the reported clinical observations of inability to interrogate the device with radio frequency (rf) or wanded telemetry.

Event description:
It was reported that during pre-implant preparation, attempts were made to interrogate this boxed pacemaker with more than one programmer, however, the device was unable to be interrogated with radio frequency (rf) or wanded telemetry. Another device was able to be successfully interrogated with the same programmers, so the new device was instead chosen to be used for the procedure. This device was never used and there was no patient involvement. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.